Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette was damaged; further described as a "cut in the tubing from the side of the cassette". This occurred during setup for peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed with the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.